Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving gablofen at 891.6 ug/day via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6)2016 the critical pump alarm sounded in the morning. The patient went to see the physician the same day and they interrogated the pump. The pump logs indicated that the pump had stalled at 04:45 with no recovery noted as of noon. The patient had no signs of withdrawal. The patient was instructed to go to the ER (emergency room) with signs/symptoms of withdrawal and to take oral baclofen if symptoms began. It was unknown if surgical intervention was planned; a pump explant/replacement was possible.

Event description:
Additional information was received from a company representative and it was reported that the pump was interrogated on (B)(6) 2016 and the motor stall had recovered at 13:47 on (B)(6) 2016. The patient and physician elected to have the pump removed on (B)(6) 2016. The patient was treated with oral baclofen to help with some generalized itching and restlessness presumed to be withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.